Event description:
Follow up reported the nature of the behavioral change was manic behavior. There were no malfunctions seen with the device. It was also noted the patient had behavioral changes based on the programmed settings. It was noted the lead was removed from the subthalmic nucleus and the surgeon placed a new lead in the ventralis intermedius because the main symptom the patient had was tremor. According to the health care professional the patient was doing better. The patient had not had a return in manic behavior, however the tremor remains. The health care provider was slowly making adjustments and the feedback was that the tremor was slowly diminishing but still remained. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient had episodes of behavioral changes that did not exist prior to deep brain stimulator implant. The left lead was replaced, and the tremor was suppressed during intra-operative testing.

Manufacturer narrative:
Product ID, 37085-60 serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3389s-40 lot# v742351, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).